Event description:
Reportable based on device analysis completed on (B)(4) 2013 it was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric, de novo 8 x 3 mm target lesion contained a >45 and <90 degree bend, was located in the mildly tortuous, moderately calcified diagonal artery. A 12 x 3.00mm taxus liberté drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections as a result of a break in the hypotube. The break was located at 28 cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found that a stent strut at the distal end of the stent was raised and pushed back proximally. This type of damage is consistent with the stent meeting resistance upon advancement. No issues were noted with the profile of the tip. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).